Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Broken oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush head refill was broken. No injury was reported.